Manufacturer narrative:
Device evaluation summary: one cadd solis pump was returned for analysis in used condition. The visual inspection of the pump identified that the pump had damaged lens. The review of device history log identified following events: (B)(6). Functional testing included downstream occlusion test. During testing it was found that the occlusion trip point was too high. The problem source was identified as contaminated downstream sensor.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited downstream occlusion alarm. No adverse effects were reported.